Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician successfully deployed and detached pod packing coils (podjs) using a non-penumbra microcatheter, and then placed a liquid embolic agent (onyx) using the same microcatheter. The physician then felt resistance and was unable to advance a pod6 completely past the hub of the microcatheter and, therefore, the pod6 and the microcatheter were removed. The physician then inserted a new non-penumbra microcatheter and attempted to place the same pod6, however, the physician was unable to advance the pod6 out of its introducer sheath. It was reported that there was onyx on the pod6. The procedure was therefore completed using a new pod6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.